Event description:
The pt fell. Afterward she stopped feeling neurostimulation and experienced a loss of therapeutic effect of stimulation in her foot area. The pt was seen in clinic. The therapy amplitude for the program that targeted the foot was increased. The pt continued to not feel stimulation. Impedances were normal. The hcp decided to get an x-ray of the implantable neurostimulator system. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)